Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller lcd display not working was confirmed during analysis. The evaluation of the returned system controller serial number (B)(6) revealed that the lcd display was white. Further evaluation isolated the issue to a compromised lcd display. The white lcd display did not affect the system controller's ability to operate the pump. A specific root cause that contributed to the compromised lcd display was not determined during analysis. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's lcd screen was not working. The controller was exchanged.